Event description:
It was reported that during a rotator cuff repair procedure using a magnum2 knotless implant with a perfectpasser connector magnumwire suture cartridge, the suture broke upon tensioning. The surgeon abandoned the implant in the pt's bone and was able to drill a new bone hole; completing the procedure with another identical implant and suture. There were no significant delays or pt complications reported as a result of this event.